Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that drawer 09 was opening when attempting to return a medication. A technical support specialist (tss) informed the customer that the item required the return to bin option to be disabled, which would route the item to an outside position. The system functioned after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the user stated that matrix drawer 09 opened when attempting to return a medication. When trying to return lorazepam 1 mg tablets from location 01 02 to an external return box, the system continued to open matrix drawer 09 instead. The user noted that this occurred for all controlled substances configured this way, and they did not want medications to be returned to the cubie from which they were originally issued. There were no adverse events or injuries reported based on this event.